Event description:
It was reported that suspected externalized conductors were noted between the svc and rv coils. All electrical measurements were normal. Review of the cine images were inconclusive for externalized conductors. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.